Event description:
It was reported the pt stopped using her scs system after experiencing heating at the ipg site. It was also reported the charger and programmer can no longer communicate with the ipg. The pt is also without stimulation at this time. The pt will meet with an sjm rep to address the issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.